Manufacturer narrative:
D10 concomitant product: egiaushort, egiaushort endogia ultra univ sht stap (lot#p1h0768). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open umbilical hernia repair, during the first firing at the rectus abdominis muscles, the surgeon was unable to press the green button but was able to squeeze the handle, and the stapler was not able to be fired. The device was replaced with a shell and a power handle. There was no patient injury.

Event description:
According to the reporter, during an open umbilical hernia repair, during the first firing at the rectus abdominis muscles, the stapler was not able to be completely fired. The device was replaced with a shell and a power handle. There was no patient injury.

Manufacturer narrative:
Additional information: d4 (model#, catalog#). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.